Event description:
It was reported in 2007, an aneurysm coiling procedure in the right ica (internal carotid artery). Following successful placement of a coil in the aneurysm, the subject device (coil) was inserted into the aneurysm. "The coil proved to be too long. The last 2 cm didn't fit into the aneurysm ..." The physician stated that the "... Remaining space in the aneurysms was overestimated." When pulling the subject device back, it "... Spontaneously detached when around 2 cm left in the aneurysms. The remaining 8 cm stayed in the right carotid artery ..." There was not a significant amount of resistance noted when pulling the subject device back. The artery thrombosed. The patient developed hemiparesis. Attempts to retrieve the subject device were not performed, and there is no planned procedure to remove it. Currently, the patient is hemiplegic on the left side.

Manufacturer narrative:
The patient is hemiplegic on the left side. The subject device (coil) remains partially in the aneurysm and partially in the parent vessel. Per the device directions for use (dfu): "if resistance is encountered while withdrawing a matrix2 detachable coil that is at an acute angle relative to the catheter tip, coil stretching or breaking may be avoided by carefully repositioning the distal tip of the catheter at the ostium of the aneurysm, or just slightly inside the parent artery. By doing so, the aneurysm and artery act to "funnel" the coil back into the catheter." As well, per the dfu: "advance and retract matrix2 detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or "scratching" is noted ... Do not advance the coil with force if the coil becomes lodged within or outside the 2-tip infusion catheter. Determine the cause of resistance and remove the system when necessary. If resistance is encountered when withdrawing the matrix2 detachable coil delivery wire, draw back on the infusion catheter simultaneously until the delivery wire can be removed without resistance. If resistance is noted during matrix2 detachable coil delivery, remove the catheter/coil system and check for possible damage to the catheter."